Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with her device. History: she had suffered from bilateral hearing loss after many bilateral tympanoplasty surgeries. At the beginning, the performance with the implant was good, but after the second month from activation, the bone conduction threshold started to worsen. The last time she was examined, she completely lost hearing sensation. The pt was explanted on (B)(6) 2011.